Manufacturer narrative:
The device was returned to olympus for evaluation. The service center was unable to confirm the customer's complaint; the image was displayed correctly. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, one of the following causes are likely; however, a specific root cause cannot be identified: communication between the processor and the camera head became impossible due to contact failure caused by disconnection of the cable. A strong impact was applied to the camera head, the camera head failed, and communication between the processor and the camera head became impossible. Communication between the processor and the camera head became impossible due to electrical contact corrosion of the video connector, dirt on the electrical contacts, and foreign matter adhesion. Communication between the processor and the camera head became impossible due to short-circuit or corrosion caused by flooding. The following is included in the instructions for use which can prevent the event: "do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged. Never excessively pull the camera cable, but straighten it gradually when it is coiled. The camera cable could be damaged. Never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. Do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. Never use a clamp or forceps to attach the camera cable to another object. The camera cable could be damaged."

Manufacturer narrative:
The device referenced in this report has not been returned to olympus for evaluation. The investigation is ongoing. The definitive cause of the user¿s experience cannot be determined at this time. This report will be updated upon completion of the investigation or upon receipt of additional relevant information.

Event description:
It is reported while preparing a camera head for use, it displayed an error message and no image (only color bars) when plugged into the processor. There was no patient impact related to this occurrence.